Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. D4: batch # t5c877. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there was no staples present. When the battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecured anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/27/2022.

Event description:
It was reported that during a robot lar, surgeon requested powered 31mm, ended up using 29mm. ¿device was tight going in¿¿.fa says she did not turn more than 2 full counter rotations, yet the anvil came off in patient upon difficulty with removal. Steps to fire went fine, and there was a green check mark. Surgeon then had to resect more colon above anvil, removed specimen with anvil. Used a manual ecs29a for 2nd attempt. All went well 2nd time, 2 good donuts. Surgeon over-sewed with 2-0, and sprayed with vistaseal. He normally would not oversew, but patient is smoker and he wanted extra security. Procedure was delayed by 130 minutes. Procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the only patient consequence was more colon resected to do a 2nd anastomoses and case delayed by 2 hours. Surgeon oversewed with vloc, which he normally would not have done, but ultimately, patient outcome was good, no change to post-op care.